Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned via implant patient registry that a 11500a 25mm aortic valve was explanted and replaced with a 11500a 23mm after an implant duration of 1 year, 3 months due to endocarditis and degeneration. Per medical records the blood cultures were positive for streptococcus. The patient presented with fevers and unwell and underwent redo-avr. The explanted valve did not appeared to be grossly infected although the leaflets did show signs of degeneration. Tee showed a well-seated replacement valve without any perivalvular leaks. The patient was discharged on pod #5.

Manufacturer narrative:
H10: additional narratives surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via implant patient registry that a 25mm aortic valve was explanted and replaced with a 23mm valve after an implant duration of 1 year, 3 months due to unknown reasons. The patient was in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable deviices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.